Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the linear cutter would not advance on the first use. A second instrument was opened to finish the case. There was no consequence to the patient.